Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer, display adapter and gib board. System operates as intended.

Event description:
Customer reported the system is displaying a communication error. No pt injury was reported.